Manufacturer narrative:
Voluntary medwatch report received: mw5159914.

Event description:
Voluntary medwatch received states that the patient's right ventricular lead exhibited far p-wave oversensing resulting in inappropriately stored non-sustained ventricular tachycardia episodes and pacing inhibition. Programming changes were discussed, but no intervention was performed. No adverse patient effects were reported.